Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.

Event description:
It was reported that the surgeon informed the sales rep that femoral head ref 0586-5-032, lot g4100689 did not lock well to stem 0571-4-000. There was about 30 minutes delay during the operation. Operation was completed successfully. Item is not available for evaluation because it has been implanted to patient.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding seating/locking issues involving an exeter femoral head was reported. The event was not confirmed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the reported lot number. Conclusions: the exact cause of the event could not be determined because the reported event could not be confirmed as the reported device was not returned for evaluation and no medical records were provided for evaluation. Further information such as pre- and post-operative x-rays and the primary operative report are needed to complete the investigation for determining root cause.

Event description:
It was reported that the surgeon informed the sales rep that femoral head ref (B)(4), lot g4100689 did not lock well to stem 0571-4-000. There was about 30 minutes delay during the operation. Operation was completed successfully. Item is not available for evaluation because it has been implanted to patient.